Event description:
A report was received of a power switch over problem that resulted in a brief loss of ventilation while on a pt. No pt harm. The pt was placed on a back up unit.

Manufacturer narrative:
See scanned page.